Event description:
On (B)(6) 2019, a pt was admitted with an acute nonhemorrhagic stroke with a nearly occlusive thrombus noted in the proximal left mid-cerebral artery. The pt was not a candidate for tpa and was taken to operating room for mechanical thrombectomy. The wire and microcatheter were advanced through the m2 occlusion and embotrap device deployed. Angiography following stentriever showed rethrombosis with occlusion at the level of the carotid terminus. At this point, the radiopaque tip marker of the 3 max was first noted. At some point, the tip of the microcatheter had become severed. The marker was within the fetal origin of the right posterior cerebral artery. Attempts at snaring the fragment with microcatheter snares were unsuccessful. Similarly, the fragment was not able to be captured with the embotrap device. The tip had become embolized.